Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. A video was provided by the customer for evaluation. According to the video, only the tip of the catheter was observed; the video does not provided sufficient information related to the reported irrigation issue since the irrigation pump was not observed in the video and it is not possible to determine its operation based on the video provided. A manufacturing record evaluation was performed for the finished device number lot 31124286m and no internal action related to the complaint was found during the review. The customer complaint was not confirmed based on the video received. Note: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the video analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and it was not irrigating. It was reported that during the operation, device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. On 18-apr-2024, additional information was received indicating the irrigation issue occurred while the device was being used on the patient. To troubleshoot they checked if the infusion pipeline is folded, reclamp the infusion pipeline into the pump, insert a syringe into the catheter and press firmly to drain the water. Then there were bubble alerts from the irrigation pump. Since the additional infomration received confirmed the issue occurred during use on patient, the event was assessed as an MDR reportable malfunction.